Event description:
Litigation papers alleged: discomfort, pain, and stiffness, which in turn negatively affected the patients ability to walk and move.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers alleged: discomfort, pain, and stiffness, which in turn negatively affected the patients ability to walk and move. Update (B)(4) 2012 - plaintiffs preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update: medical records received (B)(6) 2013. Revision operative report indicates the following: pain; high cobalt level; great deal of scar tissue; dark serous like fluid found in joint space; capsule was blackened with a thick metallosis type of reactive tissue; in the acetabulum, there was metallosis and some metal plate and soft tissue that was both implanted in some of the bony acetabulum, as well as around and in the acetabulum; the acetabulum was moving freely.